Event description:
It was reported to philips that image disk was full. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency neurovascular treatment procedure was delayed as the patient was moved to another system. A philips field service engineer (fse) visited the site and confirmed that the issue was caused by the image processing (ip)-pc. The fse solved the issue by performing the recreation image storage action. After the recreational image storage action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.